Event description:
It was reported that before operation, the nim patient interface was not providing stimulation response. System passed electrode check before entering into the monitoring screen. Return stimulus was displayed as "0", there was no audible feedback nor a waveform got displayed. There was no patient involved.

Manufacturer narrative:
H3: product analysis did not identify any fault. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253002, serial/lot #: (B)(6), UDI#: (B)(4). H3: device analysis of product ID: 8253002, serial/lot #: (B)(6) did not identify any fault. H6: additional code of imdrf annex g: g02005 is applicable for product ID: 8253002, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.